Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. Based on the reported event, it is presumed that the reported complications were not due to the malfunction of the device, but occurred as a general complications of the procedure.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿study for adaptation of colon endoscopic submucosal dissection with balloon assisted endoscopy¿. The literature reported the result of 46 cases of the colon endoscopic submucosal dissection using dual knife (olympus single use electrosurgical knife kd-650q) and olympus single use splinting tube st-cb1 from january 2016 to september 2018. In the subject cases, 1 case of perforation occurred. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. This is the report regarding perforation with the subject device.